Event description:
It was reported that the patient¿s implantable neurostimulator (ins) will not turn on even though it is charged. The reporter noted that they tried calling ¿local lady¿ and they could make an appointment on tuesday but the patient was on their way to the ER. It was clarified that the ins says it is on but the patient¿s main group is not providing relief and the other group the patient would switch to would cut in and out. The patient was reported to be heading to the ER as their pain level is not bearable. The patient woke up yesterday and couldn¿t get stimulation to be effective. Their pain level had changed from awful but bearable yesterday to not today. The patient charges every other day because the patient has high parameters. It was noted that they connected with their pain clinic physician, manufacturer¿s representative, and neurosurgeon¿s office regarding the situation. The patient has an appointment with their pain clinic that provides them with oral meds on monday. An appointment with the manufacturer¿s representative reported that they could schedule a meeting on tuesday. No falls/trauma but the patient does tend to bump their ins against things. High impedance was reported where >40,000 ohms was found. It was reported that electrodes 4-7 were seen with open impedances. A revision was scheduled for last case of the day on (B)(6) 2014 and hospitalization was reported. Impedance testing and x-rays were reported to have been performed. The patient reported that they woke up and stimulation was not working. A loss of stimulation was reported. It was reported that the patient was alive with no injury at the time of the report. The manufacturer¿s representative reported that the patient had a revision on (B)(6). Effective stimulation had been re-established but the cause could not be determined. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 3487a-45, lot# va0de41, implanted: 2014-(B)(6), product type lead. Product ID 3708320, serial# (B)(4), implanted: 2014-(B)(6), product type extension. Product ID 3708220, serial# (B)(4), implanted: 2014-(B)(6), product type extension. Product ID 3888-33, lot# va03vn6, implanted: 2014-(B)(6), product type lead, product ID 3888-33, lot# va03bqf, implanted: 2014-(B)(6), product type lead. Product ID 97754, serial# (B)(4), product type recharger. Product ID 97740, serial# (B)(4), product type programmer, patient. (B)(4).